Manufacturer narrative:
The complaint device is not being returned for evaluation, and to date no additional information has been provided about the event. Product codes and lot numbers have not been supplied by the facility which precludes conducting a build history review to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. As such, we cannot determine what may have caused the user to experience the reported incident. At this point in time, based on the vagary of the complaint and the absence of the complaint product and its' details, no further action is warranted. If however, more information is received that is both pertinent and germane to this issue, that information will be evaluated and the conclusions will be reflected in a follow up report. Depuy mitek will continue to track any related complaints.

Event description:
A depuy mitek sales representative is reporting a surgeon contacted him to let him know he performed a labral revision and found a piece of the depuy mitek lupine anchor in the sub-acromial space.